Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for compromised force sensor system or insulin squirt out during manual prime. Customer's current blood glucose was not given. Drive support cap was normal. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be returned for analysis.